Event description:
During use, some output volumes, pressures and output concentrations were seen to slowly decrease. Physician unable to compensate or correct. Unit exchanged for another. No patient injury.